Event description:
It was reported when using the pyxis medstation es system had drawer requires maintenance. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by full height drawer. A field service engineer removed cubies from old device and inserted into new drawer, rebooted device to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.